Manufacturer narrative:
No samples were returned for this investigation and a lot number was not provided to perform a DHR review. Since no lot number or sample was provided the non conformity could not be confirmed. It was not determined if this issue was related to a personnel, process or material issue. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin, contrary to the operations manual, product labeling, product insert and in-service presentations. If additional information becomes available, a follow up report will be submitted.

Event description:
End user reported " surgery completed in 501, during clean up after case, it was noted that there was irrigation fluid in the bottom of the fluid warmer, underneath the drape. This would indicate there was a hole in the fluid warmer drape used during the surgical procedure. There is no way to know when the hole occurred. Unable to pull lot number from drape, package had already been discarded." No patient injury or treatment was reported for the incident.